Manufacturer narrative:
At the patient's three (3) year follow-up, tte showed trivial aortic regurgitation. The peak gradient was 77 mmhg and a mean gradient of 42 mmhg. The patient denies experiencing any ER visits, hospitalizations or adverse events since her discharge. The plan is to continue monitoring the patient.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount magna ease pericardial bioprosthesis, model# 3300tfx, PMA# 860057/s042. (B)(4). Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this bioprosthetic valve is failing after approximately two (2) years due to severe aortic stenosis, which was detected on echocardiogram. As reported, the issue is noted as ongoing and surgical intervention to explant/replace the valve has not been performed, at this time. Medical intervention was noted; however, the type of treatment is unclear.

Manufacturer narrative:
(B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. In this case, the site indicates the valve has high gradients with mild regurgitation. At this time, there has been no surgical intervention. Regurgitation which is detected by echocardiogram with no indication for intervention suggests the device continues to perform its essential function. If further information becomes available, a follow-up report will be submitted.

Event description:
Per echo results performed three (3) days post initial implantation of this valve, high gradients were observed; however, the valve appeared well seated and opened normally. Findings suggested patient-prosthesis mis-match. Echocardiogram approximately two (2) years post-implantation revealed mild (+1) aortic valve regurgitation, peak gradient is 71 mmhg, mean gradient is 45 mmhg. At this time, there has been no surgical intervention.